Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse noticed patient's bed was wet and the artic sun machine was low on water. Rn removed defective arctic gel pads and placed with new pads. No issues with replacement pads. The defective pads were available for return to manufacturer with mailing label provided by manufacturer.

Event description:
It was reported that the registered nurse noticed patient's bed was wet and the artic sun machine was low on water. Rn removed defective arctic gel pads and placed with new pads. No issues with replacement pads. The defective pads were available for return to manufacturer with mailing label provided by manufacturer. Per sample evaluation results received via task on 19feb2025, it was reported that the air leak was found.

Manufacturer narrative:
The reported issue was unconfirmed. Visual evaluation of the returned sample noted 1 opened large arctic gel pad kit present with no original packaging. Visual inspection noted the following: * slight rip in the tubing jacket of the left chest pad. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * hydrogel was intact with pad and not separated. The reported issue could not be evaluated by a visual evaluation alone, so a functional evaluation was required. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. * left chest pad: a total of 4.40 l/min m^2(device) and 2.93 l/min m^2(flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 35%, inlet pressure was -7.2psi. The inlet pressure was unstable as well, indicating a potential air leak. * right chest pad: a total of 4.40 l/min m^2 (device) and 2.44 l/min m^2 (flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 42%, inlet pressure was -7.0psi. * right thigh pad: a total of 6.37 l/min m^2 (device) and 3.18 l/min m^2(flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 50%, inlet pressure was - 7.0 psi. * left thigh pad: a total of 3.18 l/min m^2(device) and 3.82 l/min m^2 (flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 38%, inlet pressure was - 8.1psi. Inlet pressure was fluctuating. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Rn removed defective arctic gel pads and placed with new pads. No issues with replacement pads. A review of the risk document, dfmea (B)(4) revision 15, was performed for this investigation. The reported event is addressed in step # 3.1. Based on this review the risk is within the expected range. The instructions-for-use under (B)(6) rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse noticed patient's bed was wet and the artic sun machine was low on water. Rn removed defective arctic gel pads and placed with new pads. No issues with replacement pads. The defective pads were available for return to manufacturer with mailing label provided by manufacturer. Per sample evaluation results received via task on 19feb2025, it was reported that the air leak was found.